Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the 500's (mg/dl). The bg level was addressed with a bolus via the pump and a manual injection. Reportedly, the customer's father assisted the customer with the manual injection. The contact stated that the customer does not typically require assistance unless the customer has an elevated blood glucose level. During troubleshooting with tandem's technical support, the contact identified that air was entering the tubing from the cartridge. Reportedly, the contact changed all the supplies to address the issue. A follow up with the customer's mother confirmed that the bg level was "fine".